Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as cause traced to component failure, expected or random component failure without any design or manufacturing issue due to degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of the middle lens discolored and the white portion of the channel discolored and unable to remove. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, detached distal end was found. In addition, rust was present around the lens and at the opening of the channel. There was no patient involvement.